Event description:
Xembify indications: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; other common variable immunodeficiencies; common variable immunodeficiency, unspecified pt reported 30lbs weight loss. Pt states the hard plastic piece on the freedom 60 pump which holds the tubing together is broken. Pharmacy is replacing pt's pump which is available for return. No missed doses reported or adverse events reported due to pump issue. Pump serial number (B)(6). No additional information or details available.